Event description:
It was reported that the physician had difficulty inserting the lead during the implant procedure. The physician noted damaged at the distal coil. The lead was discarded and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The visual summary analysis of the lead indicated damage at implant. (B)(4).